Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had no power. A field service engineer replaced the drawer controller printed circuit board in door 4.2 and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device had no power. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.